Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device was discarded.

Manufacturer narrative:
Exact date unknown, event occurred over 3 months ago from date manufacturer was made aware.